Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer reverted to multiple daily injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.